Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for a follow-up, increased capture threshold and declined sensing amplitude were observed. An x-ray image confirmed the lead position was good. The patient condition is good. The patient will return for a scheduled follow-up.